Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
Same case as: MDR ID 2134265-2013-07979. It was reported that a deployment issue occurred and the stent was explanted. The target lesion was located in the left anterior descending (lad) artery. After the delivery of a 2.5 x 24mm promus element plus stent to the mid lad with a non-bsc guide catheter, it was noticed that the proximal end of the stent was not fully expanded. A 2.75 x 6mm nc quantum apex balloon catheter and a 3.0 x 6mm nc quantum apex balloon catheter were used for post dilation but the lesion did not yield. A 3.0 x 10mm flextome cutting balloon was then used to dilate the lesion. Upon removal of the cutting balloon, it was stuck inside the stent and would not dislodge. After several low inflations and deflations, torqueing the catheter, the cutting balloon would not move. The physician deep seated the guide catheter and was able to remove the cutting balloon. Upon inspection, the stent came out with the cutting balloon. The lesion was rewired and intravenous nitroglycerin was given. The procedure was completed with the implant of a 2.5 x 28 mm promus element stent. The proximal end of the stent was post dilated with a 3.0 x 8mm nc quantum apex balloon catheter and the lesion yielded with good result. No further patient complications were reported and the patient status was okay.

Manufacturer narrative:
Device evaluated by manufacturer: only the stent of this device was returned for analysis. The stent was stuck to the distal section of a cutting balloon for approximately 11mm. The stent was severely damaged and elongated. Per product analysis, it is suspected that the device leaked as a result of damage to the balloon by the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu instructs: "if the deployed stent size is still inadequate with respect to vessel diameter, or if full contact with the vessel wall is not achieved, a larger balloon may be used to expand the stent further.", however the cutting balloon was used to post-dilate this device. Additionally, per the cutting balloon dfu, the cutting balloon is contraindicated for 'the expansion or delivery of stents.' (B)(4).

Event description:
Same case as: MDR ID 2134265-2013-07979. It was reported that a deployment issue occurred and the stent was explanted. The target lesion was located in the left anterior descending (lad) artery. After the delivery of a 2.5 x 24mm promus element plus stent to the mid lad with a non-bsc guide catheter, it was noticed that the proximal end of the stent was not fully expanded. A 2.75 x 6mm nc quantum apex balloon catheter and a 3.0 x 6mm nc quantum apex balloon catheter were used for post dilation but the lesion did not yield. A 3.0 x 10mm flextome cutting balloon was then used to dilate the lesion. Upon removal of the cutting balloon, it was stuck inside the stent and would not dislodge. After several low inflations and deflations, torquing the catheter, the cutting balloon would not move. The physician deep seated the guide catheter and was able to remove the cutting balloon. Upon inspection, the stent came out with the cutting balloon. The lesion was rewired and intravenous nitroglycerin was given. The procedure was completed with the implant of a 2.5 x 28 mm promus element stent. The proximal end of the stent was post dilated with a 3.0 x 8mm nc quantum apex balloon catheter and the lesion yielded with good result. No further patient complications were reported and the patient status was okay.